Event description:
It was reported that for an interventional procedure to the middle first diagonal artery with mild tortuosity, mild calcification and 75% stenosis, the 0.014 hi-torque pilot 50, 3 cm h 190 was advanced to the lesion uneventfully. When the non-abbott balloon catheter was advanced, there was resistance between the two devices. The pilot was removed and wiped with saline but the resistance persisted. The pilot was withdrawn with resistance against the non-abbott balloon catheter and the pilot replaced with a fielder wire. The procedure was completed with the deployment of a promus stent. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance/retract the non-abbott balloon catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, the guide wire and the balloon catheter were not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported difficulties. A search of the lot history record indicated no non-conforming material reports for the lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tip after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 15 mm lacrosse; guide cath: axess. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.